Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and the presence of dark spots on the reported samples were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter contamination observed in four (4) exactamix non-vented high-volume inlets. The contamination was described as a ¿dirty white connector¿. This was noticed before use. There was no patient involvement. No additional information is available.